Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/19/2016 with the following findings: during visual inspection of the pump, it was observed that the pump was returned with a cracked display lens. Unrelated to the initial complaint, it was observed that the battery compartment was cracked and the audio bolus button cover was damaged but the bolus button was responsive during the investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas alleging that the display screen was cracked. There was no reported adverse event associated with this complaint. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.